Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Approximately two (2) years and two (2) months post-implantation, the patient underwent revision surgery due to pain. The tibial tray and articular surface were replaced without reported complication. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: psn mc ve asf r 10mm 8-11/ef: catalog#42522100810, lot#65424770; unknown femoral component: catalog#ni, lot#ni. G2: foreign: australia. The product will not be returned to zimmer biomet for investigation, as the product is unable to be decontaminated. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h4; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.